Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose with insulin injection. The customer was declined troubleshooting for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.